Manufacturer narrative:
Section d9 - device available for evaluation?: yes. Returned to manufacturer on: 02-aug-2021 section h3. Device evaluated by manufacturer? Yes device evaluation: the actual device was returned. Visual inspection using magnification was performed to the returned sample. Residues of viscoelastic material were observed on cartridge. The cartridge tip was observed deformed and crack. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported was verified. Based on the manufacturing record review, evidence provided (photo), analyzed of the returned and historical review there is no indication of a product malfunction or quality deficiency. No nonconformity report, escalation, documentation is required. Johnson and johnson surgical vision will continue to monitor this type of complaints all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the actual device was not returned for evaluation, however a photo was provided. The photo showed a 1mtec30 cartridge with cartridge tip crack. The complaint issue reported was verified. However, based on the evidence observed and since the cartridge is not available for a thoroughly evaluation, it could not be determined if the condition observed is related to manufacturing manufacturing record evaluation: the manufacturing records for the cartridge were reviewed. The product was manufactured and released according to specification. One additional complaint folder has been received for this po (production order) number; however the complaint issue is unrelated to this complaint. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a. The cartridge is not an implantable device. If explanted; give date: n/a. The cartridge is not an implantable device. Phone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during tecnis synergy +21,0 d implantation, the tip of the cartridge ruptured. Type and amount of ophthalmo-visco surgical device (ovd) was the same as usual and whole procedure was as usual. No impact/injury to patient. Serial number of the lens is not available and the clinic specifically asked not to be contacted for further details. Picture attached. No further information has been provided.